Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that "no pressure comes out of the vent when the power comes on." No further details were provided. When asked for clarification, the reporter stated, "no pressure comes out of the ventilator." There was patient involvement associated with the reported event. The reporter confirmed that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low inspiratory pressure was confirmed. Ventec replaced the control board and blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board and blower.